Event description:
It was reported that increased, but in range, pacing and defibrillation impedance and high capture threshold were observed on the right ventricular lead. Abbott technical support was contacted who suspected the increased measurements were due to patient factors, tissue growth, or calcification on the lead, however, the physician suspects a lead issue. Diagnostic imaging was performed, and no anomalies were noted. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.